Event description:
While using the thumper in conjunction with a parapak m/z-vf-d mobile oxygen source, the compression depth decreased from 3.5cm to 1.5-2cm after approx 10 compressions. Operation of thumper returned to normal when used in conjunction with the ambulance wall oxygen source.

Manufacturer narrative:
Specific problem cited could not be duplicated using recommended input pressure/flow of oxygen. This was confirmed by customer when unit was placed on ambulance oxygen source. Internal wear to components found, although not excessive, could contribute to cited problem in conjunction with low pressure/flow output from mobile oxygen source. Customer informed to verify output from mobile oxygen source to ensure proper operation.